Manufacturer narrative:
Device powered up properly after battery installation and passed the self test and the displacement test. Adjusted the audio options audio volume and each setting functioned properly. Device was monitored for a day and no unexpected audio alerts or alarms occurred. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer¿s blood glucose was 134 mg/dl. Customer stated that the performed self test and the test passed. Customer stated that issue with mysterious chime noise and thought it was resolved with missed meal bolus and that reminder was off and still hearing chime, stopped audio and still chimed. The insulin pump will be returned for analysis.